Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error and unable to clear the alarm. Button error troubleshooting was performed and unable to confirm if the time is advancing due to no time on the insulin pump screen. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump was received with escape, act and down arrow buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. High stop current due to moisture damage on lcd board. Time advanced properly. No blank display anomaly noted. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor/deep scratched and cracked display window.